Manufacturer narrative:
(B)(4). This is a report of user error, and as such the device will not be returned to baxter at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and nor evaluated by the product analysis lab. The cause of the iipv was determined to be false empty detect and use error: the initial drain alarm setpoint is programmed too low at 0ml. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) wanted to do a manual drain due to having difficulty breathing. The hp stated the hc advanced to fill 1, fill volume 2303ml, without a full initial drain. The initial drain alarm (ida) was set at 0ml, initial drain volume 13ml. The hp had done a midday exchange of 1900ml. The technical service representative (tsr) assisted the hp with a manual drain, drain volume 4379ml. The hp stated she felt relieved and wanted to continue with therapy for the night. The tsr instructed the hp to notify the peritoneal dialysis nurse (pdn) of the issue and to change the ida. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the pdn. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp is non-compliant with therapy, and that she lowered the initial drain alarm setting to 0ml because she would drain out during the day and connect to the hc empty against the pdn instructions. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.